Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check and generated a technical error which indicates an open safety valve. The field service engineer judged that the expiratory channel printed circuit board (pcb) was faulty, and replaced it according to the recommendations in the service manual. The ventilator passed functional tests after the repair. No further issues have been reported. The evaluation of received device logs confirms the reported problem. On the reported date of event, the pre-use check safety valve test failed with the message "safety valve did not close". After that the reported technical error code appeared when ventilation was started for a test. A visual inspection of the returned expiratory channel pcb did not show any anomalies. When tested in the reference ventilator there was no breathing at all and the reported technical error code appeared. The fault was permanent. Electrical measurements showed that the safety valve never closed. It was found that an inductor in the pull magnet supply circuit was broken. A failure in the pull magnet supply circuit may lead to stop of ventilation. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault condition is present, it will be detected during pre-use check. The conclusion is that a hardware failure with the returned expiratory channel pcb caused the reported problem. It is considered a random component failure.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check and generated a technical error which indicates an open safety valve. There was no patient involvement. Manufacturer ref. #: (B)(4).